Event description:
Patient who had a resurfacing total hip arthroplasty on the right side several years ago. She has been doing relatively well, but because of concerns about metal-on-metal articulations and some complaints of noise coming from her right hip, she had metal ion levels drawn. She was found to have a chromium level of 27.5, a nickel level of 0.6, and a cobalt levels for 40. Her sed rate and c-reactive protein were normal.